Event description:
The facility reported a colleague infusion pump with the reported condition of an "error 804:26 on channel a". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a pump with an error code of 804:26 on channel a was confirmed by baxter service personnel. The assignable cause of the reported problem was attributed to a software failure. No corrective action was required for the reported condition. This involved a colleague p1.5 infusion pump with a user interface module software version of colleague (B)(4).

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.